Manufacturer narrative:
Examination of the returned device confirms the reported event of handle breakage. A small piece of the rubber over-moldered handle is missing. With the provided information, a definitive root cause is unknown. Based on the inability to determine a specific root cause and the low occurrence rate, a need for corrective action is not indicated. Continue to monitor via (B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The plastic handle fractured.